Event description:
It was reported that the patient had hypertension and increased ventricular impedance and thresholds. Tests revealed a pericardial tamponade from a perforation. The lead was explanted. No new lead implanted and the patient's device was re-programmed to aai. No further patient complications have been reported as a result of this event. It was reported that the patient had hypotension and increased ventricular impedance and thresholds. Tests revealed a pericardial tamponade from a perforation. The lead was explanted. No new lead implanted and the patient's device was re-programmed to aai. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.